Event description:
During preparation of the device for implant procedure, a quality issue with the device was discovered. Touching the can made a sound and movement. A new device was selected for implant. No consequence to the patient.

Manufacturer narrative:
Reported event of product quality problem was confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis of the device¿s telemetry, lead impedance, sensing, pacing, and high voltage charging were found to be normal. Further analysis revealed a manufacturing process anomaly may have occurred resulting in creaking sound.